Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that premature battery depletion was observed on the device. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored. Additional information was requested, but not yet received.